Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The shaft separation was able to be confirmed. The difficult to position with the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position with the guide wire or shaft separations from this lot.

Event description:
It was reported that when advancing a 2.75 x 15 mm xience xpedition over a non-abbott guide wire, resistance was met and the distal shaft separated. The shaft was easily removed from the guide wire and another xience xpedition was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.